Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 400 mg/dl, which she treated via manual insulin injection. The patient's blood glucose was 441 mg/dl at its highest point. The no delivery alarm was resolved by changing the infusion set and reservoir. Upon changing the set, the customer noticed that her site was slightly red and bumpy. The site location was potentially infected. The insulin pump was not returned for analysis.